Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. The device was in clinical use at the time the reported issue was discovered. There was no harm to the patient or user. Additional information is being requested.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. The device was in clinical use at the time the reported issue was discovered. Through follow-up, biomedical engineer confirmed there was no patient involvement.